Manufacturer narrative:
Unit had no button response due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. Unit had cracked case at display window corner (upper right, lower left and lower right corners) and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.